Manufacturer narrative:
(B)(4).

Event description:
After a pump refill following a post-MRI procedure, the patient became very sedated. It was reported that the pre-MRI and post-MRI procedures were performed according the instructions for use. The patient was sent to the emergency room for monitoring and was later sent home. There have been no additional issues during subsequent patient visits and the patient is doing well.